Event description:
The report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Air alarms occurred at the beginning of a routine hemodialysis treatment, due to air in the blood circuit. The alarms could not be resolved. Clotting of the circuit occurred due to the amount of time spent troubleshooting the alarm, resulting in an estimated blood loss of 190 cc. No medical intervention was required.

Manufacturer narrative:
The cycler alarmed appropriately to the air in the circuit. The disposable cartridge was not available for evaluation. The exact cause of the air alarms cannot be determined. The user's guide contains adequate information regarding probable causes of alarms and alarm recovery instructions. There is no evidence of a device malfunction. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and will provide additional training. Nxstage medical considers this report closed. No additional information will be provided.